Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. 2009 essure confirmation test done. Concomitant products included ethinylestradiol;norethisterone (necon) from (B)(6)2009 to (B)(6)2009 for birth control. On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pelvic pain") and back pain ("back pain"). In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),,") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). In (B)(6)2013, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/anxiety and related psychological harm that accompanies the physical injuries caused by essure"), rash ("rashes or skin conditions type: rashes"), pruritus ("rashes or skin conditions type: itching"), nausea ("nausea"), photopsia ("vision/eye problems type: flashes,"), halo vision ("vision/eye problems type: halos"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("constipation,"), change of bowel habit ("bowel changes"), diarrhoea ("diarrhea"), dyspepsia ("indigestion/heartburn") and abdominal pain upper ("stomach pain"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6)2016, the patient experienced alopecia ("hair loss"). In (B)(6)2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal/bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection/bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection/bladder or urinary problems or changes"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6)2016, the patient experienced kidney infection ("infection (other describe: renal infection") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6)2017, the patient experienced hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2017, the patient experienced cyst ("cysts,"), paraesthesia ("tingling in the legs"), pain ("general pain and suffering"), deformity ("disfigurement,/general damages/special damages,"), anhedonia ("loss of enjoyment of life") and emotional distress ("humiliation,"). On an unknown date, the patient experienced general physical health deterioration ("bodily impairment,/degradation,"), migraine ("migraines / headaches") and dysuria ("dysuria"). The patient was treated with azithromycin (zithromax), fluconazole (diflucan), levofloxacin (levaquin), phenazopyridine hydrochloride (pyridium), sulfamethoxazole;trimethoprim (microbid) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, kidney infection, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, cystitis, urinary tract infection, pelvic pain and back pain was resolving and the dysmenorrhoea, hot flush, anxiety, rash, pruritus, nausea, photopsia, halo vision, abdominal distension, constipation, change of bowel habit, diarrhoea, dyspepsia, abdominal pain upper, dyspareunia, tooth disorder, fatigue, alopecia, general physical health deterioration, migraine, weight decreased, cyst, paraesthesia, pain, deformity, anhedonia, emotional distress, mood swings, bladder disorder, urinary tract disorder and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anhedonia, anxiety, back pain, bladder disorder, change of bowel habit, constipation, cyst, cystitis, deformity, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, emotional distress, fatigue, general physical health deterioration, halo vision, hot flush, kidney infection, menorrhagia, migraine, mood swings, nausea, pain, paraesthesia, pelvic pain, photopsia, pruritus, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: insertion details : right: 9 coils left: 4 coils. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: pelvic exam: urethra: normal appearing urethra with no masses, tenderness or lesions clitoris: normal appearing clitoris with no hypertrophy or enlargement bartholin's glands: normal appearing bartholin's glands with no masses, tenderness or erythema vulva: normal appearing vulva with no masses, tenderness or lesions vagina: normal appearing vagina with normal color and discharge, no lesions. Blood noted. Cervix: normal appearing cervix without discharge or lesions. Non-tender uterus: uterus is normal size, shape, consistency and nontender adnexa: normal adnexa in size, nontender and no masses. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion; on (B)(6)2011: total bilateral occlusion that the coils were functioning properly and that my lower quadrant pain was due to exercising.. Mammogram - on an unknown date: breast density: density c: heterogeneously dense tissue present moderate decrease in sensitivity. Findings: there is no mass lesion. Focal architectural distortion, or suspicious clustered microcalcification. Implants are unremarkable.. Ultrasound pelvis - on an unknown date: the uterus measure 5 8.7 x .s x 4.7 cm. There is a small amount of free fluid noted within the cul-de- sac which is likely physiologic. The endometrial stripe measures 1.2 cc. The endometrial stripe is echogenic and homogeneous. The right ovary measures 3.4 x 3.3 x. 2.3 cm. The right ovarian volume is 13.9 cc. There is a dominant follicle measuring 2.1 cm. The left ovary measures 2,s x 2.3 x 2.3 cm. The left ovarian volume is 6.9 cc. Impression: unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Event: dysuria was added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and kidney infection ('infection (other describe: renal infection') in an adult female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. 2009 essure confirmation test done. Concomitant products included ethinylestradiol; norethisterone (necon) from (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and back pain ("back pain"). In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),,") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish/ anxiety and related psychological harm that accompanies the physical injuries caused by essure"), rash ("rashes or skin conditions type: rashes"), pruritus ("rashes or skin conditions type: itching"), nausea ("nausea"), photopsia ("vision/ eye problems type: flashes,"), halo vision ("vision/ eye problems type: halos"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("constipation,"), change of bowel habit ("bowel changes"), diarrhoea ("diarrhea"), dyspepsia ("indigestion/ heartburn") and abdominal pain upper ("stomach pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/ vaginal) type: vaginal/ bladder or urinary problems or changes"), cystitis ("infection (bladder/ urinary tract/ vaginal) type: bladder infection/ bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: urinary tract infection/ bladder or urinary problems or changes"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced cyst ("cysts,"), paraesthesia ("tingling in the legs"), pain ("general pain and suffering"), deformity ("disfigurement, general damages/ special damages,"), anhedonia ("loss of enjoyment of life") and emotional distress ("humiliation,"). On an unknown date, the patient experienced general physical health deterioration ("bodily impairment/ degradation,") and migraine ("migraines / headaches"). The patient was treated with azithromycin (zithromax), fluconazole (diflucan), levofloxacin (levaquin), phenazopyridine hydrochloride (pyridium), sulfamethoxazole; trimethoprim (microbid) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, kidney infection, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, cystitis, urinary tract infection, pelvic pain and back pain was resolving and the dysmenorrhoea, hot flush, anxiety, rash, pruritus, nausea, photopsia, halo vision, abdominal distension, constipation, change of bowel habit, diarrhoea, dyspepsia, abdominal pain upper, dyspareunia, tooth disorder, fatigue, alopecia, general physical health deterioration, migraine, weight decreased, cyst, paraesthesia, pain, deformity, anhedonia, emotional distress, mood swings, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anhedonia, anxiety, back pain, bladder disorder, change of bowel habit, constipation, cyst, cystitis, deformity, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, general physical health deterioration, halo vision, hot flush, kidney infection, menorrhagia, migraine, mood swings, nausea, pain, paraesthesia, pelvic pain, photopsia, pruritus, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: insertion details : right: 9 coils left: 4 coils current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: pelvic exam: urethra: normal appearing urethra with no masses, tenderness or lesions. Clitoris: normal appearing clitoris with no hypertrophy or enlargement. Bartholin's glands: normal appearing bartholin's glands with no masses, tenderness or erythema. Vulva: normal appearing vulva with no masses, tenderness or lesions. Vagina: normal appearing vagina with normal color and discharge, no lesions. Blood noted. Cervix: normal appearing cervix without discharge or lesions. Non-tender. Uterus: uterus is normal size, shape, consistency and nontender. Adnexa: normal adnexa in size, nontender and no masses. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. That the coils were functioning properly and that my lower quadrant pain was due to exercising. Mammogram - on an unknown date: breast density: density c: heterogeneously dense tissue present moderate decrease in sensitivity. Findings: there is no mass lesion. Focal architectural distortion, or suspicious clustered microcalcification. Implants are unremarkable.. Ultrasound pelvis - on an unknown date: the uterus measure 5 8.7 x .s x 4.7 cm. There is a small amount of free fluid noted within the cul-de- sac which is likely physiologic. The endometrial stripe measure 5 1.2 cc. The endometrial stripe is echogenic and homogeneous. The right ovary measures 3.4 x 3.3 x. 2.3 cm. The right ovarian volume is 13.9 cc. There is a dominant follicle measuring 2.1 cm. The left ovary measures 2,s x 2.3 x 2.3 cm. The left ovarian volume is 6.9 cc. Impression: unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case category updated to incident. New events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal and bladder/ urinary tract, infection (other describe: renal infection), dental problems, dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines / headaches, pain, vaginal discharge, weight loss, other injury(ies) or complications: please describe: cysts, tingling in the legs, general pain and suffering, bodily impairment, loss of enjoyment of life, humiliation, degradation, disfigurement, general damages, special damages, mood swings added. Event bladder/ urinary problem removed. Treatment, concomitant drug, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.